Manufacturer narrative:
The device was not returned to the manufacturer for evaluation; therefore, the reported fault could not be confirmed. The device software was evaluated by resmed. Based on all available information and previous investigations of similar complaints, the root cause of the reported failure was most likely a software issue. (B)(4).

Manufacturer narrative:
The device was evaluated by a resmed customer service center located in the united states. A resmed clinical product support specialist attempted to retrieve the results from the evaluation. At this time, resmed has not received any additional information regarding the device evaluation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power failure alarm. There was no patient injury reported as a result of this incident.